Manufacturer narrative:
This report is submitted on december 21, 2021.

Event description:
Per the clinic, the patient experienced no auditory sensation with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2021, and the patient was reimplanted with a new cochlear device during the same surgery.